Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx2.25mm target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 2.25 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the proximal end of the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx2.25mm target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 2.25 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the proximal end of the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.